Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device bending and/or being damaged. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was received.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-1688-cp implant system, internal brace¿, had an issue with the 3.5 swivelock. After drilling with the 2.7 drill bit and tapping with the 3.5 tap, they inserted the 3.5 swivelock, gently malleting the back at the same angle they drilled at, but it was bent. They tried to salvage it and bend it back but were concerned that the screw would not come off. The knotless 3.5 swivelock was then removed from the patient. They opened a new internal brace to finish the repair, which worked successfully. There were no adverse effects on the patient. This was discovered during a brostrom repair procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 12/03/2024: the inserted 3.5 swivelock from the ar-1688-cp implant system internal brace did not break all the way off but had a significant bend.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.